Event description:
A male patient, with a history of right lower leg claudication/vascular insufficiency, a high grade stenotic lesion and a non-healing ulcer, underwent an aorta procedure with runoffs followed by an angioplasty. The tip/band of the sheath broke off inside the patient's artery; it was surgically removed from the patient and was forwarded to pathology for evaluation. A second introducer was then used on the same patient and the hub containing the stop-cock broke off that introducer. No further information on the patient is available at this time.

Manufacturer narrative:
This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. Upon examination, it was noticed that approximately 2 cm of the distal portion of the sheath had completely separated and exhibited material elongation. Visual examination of the remaining proximal portion revealed sheath and coil elongation. It was also noted that material separation occurred while the dilator was in the sheath. Iso standard requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been verified through design verification testing. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and have previously addressed this issue. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.